Event description:
Sorin group received a report from a customer that during priming, the s5 control panel powered off. After the e/p pack was power cycled the system worked properly and no further issues occurred. There was no pt involvement.

Manufacturer narrative:
No pt involvement. Sorin group (B)(4) manufactures the e/p pack, or the modification to: stockert s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(6) . The investigation is on-going. A follow up report will be sent when the investigation is complete.